Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown. Brand name is not provided / unknown. Catalog number and lot number are not provided / unknown. Since the lot number and device will not be returned, identifying a definitive root cause will not be possible. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. Device not returned

Event description:
Doctor reports that patient presented with unknown zimmer dental screw loosened. The screw was replaced.